Manufacturer narrative:
After inserting a battery, no blank display noted. However, unit received with failed battery test due to moisture damage internal battery connector and pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify multiple pump errors, low battery, unexpected battery power loss alarms due to the failed batt test alarm. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump errors. Customer was able to rewind insulin pump and performed self test which was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.